Manufacturer narrative:
Complaint is being cancelled as it was opened in error.

Event description:
Complaint is being cancelled as it was opened in error.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6. (Health clinical & impact).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery is fault. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery is fault. There was no patient harm reported.